Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra2 meter not powering on. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred about 2 months ago at night time (specific date/time not provided). She also mentioned that she felt shaky after the reported issue began. As a result of the reported issue, she allegedly ate food and/or drank beverage. The patient also provided a result of 89 mg/dl obtained on her backup meter. However, it is not known as to when this test was performed. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. The pt was using the correct test strips the meter did power on when the test strip was inserted all the way into the test strip port. However, the alleged issue was not resolved when the power button was pressed. This complaint is being reported because the patient claimed to have experienced a symptom suggestive of hypoglycemia after the reported issue began. She treated self with food/beverage and did not seek any medical attention. It is not known how the patient was testing her blood glucose level for two months since the alleged issue started. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.